Event description:
It was reported that post an atrial fibrillation ablation treatment procedure the patient suffered a basilar stroke and expired. The physician used the (B)(4) ablation catheter on the left section of the heart. This procedure was completed with this device. The stroke was noticed as the patient woke up after the procedure. It is unknown if the stroke occurred during or post the procedure. In the doctors' opinion he did not think that the device was related to the stroke due to "the large blood clot shown in the MRI and had it been caused by the device that the blot clot would have been smaller and more anterior." (B)(6) later the patient expired.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).